Manufacturer narrative:
The insulin passed displacement test, self-test, off no power test, unexpected restart error test, rewind and basic occlusion test. No motor error alarm noted during testing. The insulin pump was unable to prime during prime test due to moisture damage on the force sensor resistor. The motor was tested outside of the device and passed. We were unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. All operating currents are within specification. The low reservoir alarm feature was programmed at 20 units after delivering several bolus and with 20 units left on display; it alarmed properly low reservoir. No low reservoir alarms anomalies noted. The device was received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating high blood glucose readings and motor error alarm from the insulin pump. The customer's blood glucose reading was 473 mg/dl. The customer treated with manual injections. The customer stated that the motor error occurred twice during bolus. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that there was a motor position encoder error in the alarm history. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.